Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer's blood glucose levels were 164 mg/dl, 20 mg/dl, 243 mg/dl, 215 mg/dl, 186 mg/dl, 192 mg/dl, 226 mg/dl, 222 mg/dl, 203 mg/dl, 219 mg/dl, 196 mg/dl, 171 mg/dl, 212 mg/dl, 308 mg/dl, 224 mg/dl, 164 mg/dl and 204 mg/dl. The customer alleged the insulin pump for under delivery. The customer declined troubleshooting. The insulin pump will be returned for analysis.